Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, a 2.5x18mm xience xpedition stent was successfully implanted in the 80% stenosed distal left anterior descending coronary artery. On (B)(6) 2014, the patient was discharged. Approximately 3 years later, on (B)(6) 2017, the patient was re-hospitalized for chest tightness and shortness of breath. Coronary angiography was performed and no stenosis was noted in the stent; however, stenosis was proximal and may have been within 5mm of the implanted stent. Medication was provided and a stent was implanted to treat the stenosis. There was no additional information provided.